Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and could not determine the exact cause of the intermittent failures in the instrument. As a precaution several parts were replaced during troubleshooting; he replaced all three of the instruments reagent pumps and the probe-wipe diluent pinch valve (lv10), wbc bath diluent pinch valve (lv11), and diluent reservoir fill pinch valve (lv13). The fse also replaced the white blood cell (wbc) bath drain pinch valve (lv12), rbc bath drain pinch valve (lv15), probe wipe vacuum pinch valve (lv18), the waste filter and the waste pump assembly. The instrument was cleared for use by the fse and returned to the customer. On (B)(6) 2016, a similar issue was reported. A different fse was dispatched to evaluate the instrument. The fse stated that he could not determine the exact cause of the intermittent failures in the instrument. As a precaution, the fse replaced the following parts during troubleshooting: the main analyzer board, pneumatic assembly, the three reagent pumps (for the second time), all instrument valves and tubing, both instrument baths and the internal power supply. The fse performed instrument reproducibility with passing results; the instrument ran without errors and all activities were verified per established procedure. As of 09/19/2016 the customer has not reported any further issues.

Event description:
The customer reported that four patient samples run on a coulter ac t diff 2 analyzer generated low hgb (hemoglobin) results and the hgb, rbc (red blood cell), wbc (white blood cell), and plt (platelet) results were inconsistent with a rerun on the same instrument. After a rerun on an act diff within the same laboratory, the results matched the second run on the act diff2 instrument. Upon review of the data provided, the four patient samples generated low rbcs results (with operator-definable l flags). A field service visit was requested, but the field service engineer could not identify the cause of the issue. Days after service activity was completed, the customer reported erratic hgb results had been generated on the act diff2 instrument. This report documents the issue that occurred on the date of event; see MDR 1061932-2016-00830 for the report of the event that occurred on (B)(6) 2016.